Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while the device was being applied on the stomach during resection, the device was able to fire, but it stopped working during formation of the staple lines and the staple line was incomplete proximally. To remove the instrument, the surgeon tried to fire it again by pressing the blue button but it was impossible. They retracted the blade with the grey button and open the jaws normally. To resolve the issue and complete the case, they opened a manual device. The surgical time was extended more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3.5cm and 4cm cut lines. On one of the returned devices, the anvil clamping mechanism was deformed. Microscopic evaluation noted that both reloads had damage to the cutting edge of the knife blade. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observe d damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.